Manufacturer narrative:
The unit passed the insulin pump self test along with the off no power test, unexpected restart error test and rewind test. The operating currents were in specification. The unit was received with a partially broken off reservoir tube lip. The unit was unable to perform the displacement test, basic occlusion test and occlusion test. The unit was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. The following physical damage was noted: missing reservoir tube o-ring, minor scratches on lcd window, cracked lcd window, cracked casing at display window corners, scratches on reservoir tube window, cracked battery tube threads and stained address/serial number label.

Event description:
The customer reported via phone call that the rim on the reservoir compartment has broken off and the reservoir will not stay locked into the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer stated that he did not know how the reservoir compartment sustained its damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.